Manufacturer narrative:
The reported issue that a pcu starting alarming with a communication error code 255-16-275 during an infusion with two modules could not be confirmed. The received pump module was void of any recorded error codes within its associated error log and its event log had been overwritten from continued use after the reported incident that had occurred sometime prior to its reporting on july 2, of 2019. The pcu or its associated logs were not retained and provided for the investigation and would be needed to perform an analysis if this was a known software related issue. Bd has released supplemental (addendum) alaris system user manuals in february of 2017 (dir: 10000308782), may of 2017 (dir: 10000312623), and (dir: 10000362053) in december of 2019 addressing alaris system pc unit system error 255-xx-xxx. It explains the system error and how to avoid its occurrence and what to do should such an error event occur. It is believed the received pump module was being used for patient treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was patient involvement CAPA reference: (B)(4).

Event description:
It was reported that a pcu started alarming with a communication error code 255.16.275 during an infusion with two modules. The event occurred after a third module was added and clicked into place, and all the modules alarmed with the communication error message and error code. The infusion was restarted without the third module.